Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure to treat varices performed on (B)(6) 2024. During the procedure, multiple bands were attempted to be deployed; however, the bands were sticking and would not release off the ligator head despite full rotation of the handle. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the physician removed the ligator shrink wrap before the set-up, however, per the instructions for use (IFU), removal of the ligator shrink wrap is done at the end of the setup.